Manufacturer narrative:
Concomitant product(s): product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal, hydromorphone, clonidine, and bupivacaine via an implanted pump. The dosing and concentrations of the intrathecal medications were unknown. The patient had two failed back surgeries, spinal and non-malignant pain, which was the reason he got the pump. It was reported that it worked for over 10 years and now his "back was acting up again." It was clarified, that the patient's previous pump reached end of service (eos) due to expected longevity of the pump and the pump was replaced, but not the catheter. The patient had to be opened a second time for a catheter replacement. Since then ((B)(6) 2012), "he's never got it right" and the patient's back had progressively gotten worse. This was a gradual change in therapy/symptoms. Compatibility guidelines were requested for a magnetic resonance imaging (MRI). No diagnostics results, interventions, outcome or the reason for the catheter replacement were reported regarding this event. Further follow-up is being conducted to obtain this information along with additional drug information. If additional information is received, a follow-up report will be sent.